Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed volume testing. There was unknown patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the lens scratched severely. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device failed volumetric accuracy testing. The probable cause was determined to be the expulsor, dryness on camshaft and gears. The expulsor was sanded and lubricant added to the camshaft and gears. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.